Manufacturer narrative:
(B)(4); additional information was received that this patient received another inappropriate shock due to the oversensing of noise. The shock caused the patient to go into ventricular tachycardia (vt), and the device delivered another shock which converted it. The shock impedance measurement was in good range. The noise could be recreated when the patient moves his left arm as well as when the device is manipulated in the pocket. Due to this patient's history with this s-ICD, the physician feels that there is a header issue. A revision was performed and the s-ICD was explanted and successfully replaced. The electrode remains implanted and connected with the new s-ICD. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock due to oversensing. The patient had not felt well the day of the shock, but felt better after the shock was delivered. Boston scientific technical services (ts) reviewed the episode report and the rate appeared to be approximately 100 bpm with t-wave oversensing. Ts discussed evaluation considerations. No adverse patient effects were reported. Further information was provided that the patient received another shock. The patient was sitting on his sofa at the time. Prior to the s-ICD implant the patient had a life-vest and there was some interference with that. The patient was seen in clinic, all capture s-ecgs were fine, and the observation was unable to be reproduced. The sensing vector was reprogrammed. X-ray evaluation as done and was normal, though on ts review it was noted there appeared have a curve and that sense b was a bit away from the sternum. The physician felt that the cause of the oversensing and subsequent shocks was some type of unknown environmental noise. No adverse patient effects were reported. Additional information was received that another inappropriate shock was delivered and converted the rhythm into a ventricular tachycardia which the device sensed as noise. The rhythm spontaneously converted. The patient did not lose consciousness but was symptomatic. Based on x-ray evaluation of the header, underinsertion of the electrode's terminal pin was suspected. Noise was present on all three sensing vectors at this time and impedances were normal. Surgical intervention was performed, and the electrode was disconnected from, and then reconnected to, the header. Impedances were normal. Defibrillation threshold (dft) testing was not done. Since the revision no further issues have been noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a shock due to oversensing. The patient had not felt well the day of the shock, but felt better after the shock was delivered. Boston scientific technical services (ts) reviewed the episode report and the rate appeared to be approximately 100 bpm with t-wave oversensing. Ts discussed evaluation considerations. No adverse patient effects were reported. Further information was provided that the patient received another shock. The patient was sitting on his sofa at the time. Prior to the s-ICD implant the patient had a life-vest and there was some interference with that. The patient was seen in clinic, all capture s-ecgs were fine, and the observation was unable to be reproduced. The sensing vector was reprogrammed. X-ray evaluation as done and was normal, though on ts review it was noted there appeared have a curve and that sense b was a bit away from the sternum. The physician felt that the cause of the oversensing and subsequent shocks was some type of unknown environmental noise. No adverse patient effects were reported. Additional information was received that another inappropriate shock was delivered and converted the rhythm into a ventricular tachycardia which the device sensed as noise. The rhythm spontaneously converted. The patient did not lose consciousness but was symptomatic. Based on x-ray evaluation of the header, underinsertion of the electrode's terminal pin was suspected. Noise was present on all three sensing vectors at this time and impedances were normal. Surgical intervention was performed, and the electrode was disconnected from, and then reconnected to, the header. Impedances were normal. Defibrillation threshold (dft) testing was not done. Since the revision no further issues have been noted.